Event description:
It was reported that while placing a bravo ph monitor, the capsule did not attach to the patient's esophagus. The capsule fell off of the delivery system upon removal from the patient. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or, when additional information is received from the hcp.